Event description:
Patient presented to emergency room with dislocated knee, which was a ts stryker knee that was put in 2012. Patient stated that it happened when getting up out of a chair. Revision surgery scheduled for left knee. No other information obtainable due to patient confidentiality policy.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient presented to emergency room with dislocated knee, which was a ts stryker knee that was put in 2012. Patient stated that it happened when getting up out of a chair. Revision surgery scheduled for left knee. No other information obtainable due to patient confidentiality policy.